Event description:
I used a coralite cooling headache pad and got a 1st degree chemical burn from this product. My entire forehead was burned and throughout the next several days the burn broke vessels underneath the skin and leaked in and around my eyelids and surrounding areas, making them swell severely. Today is the 20th of may and I am still dealing with the effects. My dr can't say if the burn will leave scarring. On top of the burn and swelling I've had head pain and eye pain daily from this. On a more personal level, looking like this, and feeling like this, of course affected my self esteem; I missed my only son's graduation from college, and I am and have been being treated for disability with ptsd, anxiety, ocd, depression, etc for several years and this has really thrown any progress I have made or have been working towards, back. I'm of course anxious about my appearance now, and any future effects to my appearance. I worry about anything I might put on my body, like lotions, soaps, etc. My anxieties keep my thoughts constantly worried and fill my thoughts with anticipatory anxiety (I couldn't even see my 2 little granddaughters for fear they would be scared of me and scarred from my appearance). I do know that the company has been given written warnings ((B)(6), (B)(4)). I will not beat around the bush about this. I am looking for monetary compensation for what I have gone through and will continue to go through. I will be sending photos as well. Thank you. (B)(6). I have already been in contact with (B)(6) at the FDA as well. Chemical burn/seen by dr. (B)(6). Frequency: twice a day. How was it taken or used? Transdermally.